Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected from multiple cartridges. The customer changed out the cartridge to a new cartridge and was able to complete the load process successfully. There was no impact to the customer's blood glucose level.